Manufacturer narrative:
The customer did not return the sample for eval. The root cause of the pt event cannot be determined in this investigation.

Event description:
The customer reported the trocar cannula came away from the hub. The surgery was completed without any complications. The pt is "doing fine". Multiple attempts were made for more info on the event and sample return with no response to date.